Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was recording data, however the system monitor was showing "no records obtained". It was recommended that the system monitor be restarted. There was no adverse patient impact.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying ¿no records obtained¿ while recording data was confirmed via analysis of the submitted photo. Visual inspection of the submitted photo revealed that the system monitor had received 254 records; however, instead of displaying them, the monitor had the message ¿no records obtained¿. A good faith effort (gfe) attempt was sent to inquire the product identifying information for the system monitor and if the issue resolved; however, no information was provided. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The root cause of the reported events could not be conclusively determined through this analysis. The relevant sections of the device history for the heartmate system monitor were unable to be reviewed as no product identifying information was available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ details how to use the system monitor, including the use of the history screen to observed event data from the system controller. Heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their equipment and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.